Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A DHR/batch record review for lot 2038011 finding no discrepancies from released and operating procedures or conditions that could contribute to the event . Visual inspection under magnification of the wand shows extensive electrode/screen wear with contamination/discoloration and scratch/scuff marks on the spacer and cap. The screen is detached/damaged in the center. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation the wand was connected to a known good quantum 2 controller and was activated in saline solution at the default and max settings on the controller and exites plasma on the electrodes despite the detached/damaged tip. The suction line was tested and performed as intended; the complaint was verified and the root cause could not be determined with certainty. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint event includes: (1) incorrect power cycling of the controller, or (2) power settings, (3) fluid management; there were no indications that would suggest that the device did not meet product specifications upon release into distribution. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder arthroscopy surgery the metal end of the electrode detached after 20 minutes. This metal part was not found and remained in the soft tissue of the patient's shoulder. No patient injuries reported. Unknown if there was a delay or if there was a back-up device available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.